Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer understood the assistance and was instructed to call back if the malfunction code appears again, and they were able to continue using the pump.